Event description:
The saw attachment leaks oil on various areas. Additional information: "the leakage was noticed pre-op when opening the instruments. We had them wash it again but it was still the same problem.".

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results. -product evaluation and results: visual inspection confirmed the reported event. Oil is present on the inlet gears of the saw attachment -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Conclusions: the alleged failure mode was confirmed. Visual inspection confirmed the reported event. Oil is present on the inlet gears of the saw attachment. No patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The saw attachment leaks oil on various areas. Additional information: "the leakage was noticed pre-op when opening the instruments. We had them wash it again but it was still the same problem."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.